Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a healthcare professional (hcp) regarding a patient implanted with a neurostimulator. It was reported that there was a possible device effect for the left stn contact 9 that needs investigation. The hcp stated that on (B)(6) 2017 the patient arrived off medication for a stimulation and local field potential (lfp) recording visit 2a. At this visit the implantable neurostimulator (ins) was turned on for the first time and lead impedances were checked and found to be okay. The threshold for contacts 1 and 9 were then selected at 4.5 v and 3.3 v respectively, with them only able to complete 15 minutes of stimulation at contact 9 for the left stn and 5 minutes of lfp recording. However, the patient's off medication condition was too severe and they did not want to continue the session, so their ins was turned off and they went home, agreeing to continue the study. The patient then arrived for visit 2b on date notified on medication. The lfp data collection was completed at this time stimulating contact 1 for the right stn at 4.5 v, at which point they turned the right stn off and switched to contact 9 for the left stn at 3.3 v. After about 7 minutes of stimulation the patient experienced an intense increase of side effects including tingling, a sensation on their leg, and visual disturbances. The eeg recording also showed an increase in voltage for deep brain stimulation (dbs) artifact that appeared to be cyclic, so the dbs was turned off. The dbs was then turned on at a lower voltage of 0.5 v and the same cyclic increase in voltage for dbs artifact appeared, so they turned the dbs off again. Impedances were then checked for all contacts in which it was found that impedances for contact 9 were 40,000 which was noted to be way above average. Impedances for other contacts appeared within normal range. As such they were advised to stimulate from contact 10 at the left stn, with the dbs team finding that the stimulation threshold for contact 8 to be 2.0 v. About 20 minutes of stimulation from contact 10 at this voltage was completed without the patient experiencing any side effects. The team then checked impedances for all contacts again and though impedance were high for contact 9, noted as around 5000, it was not as high as before. It was reviewed by the team that it was unusual for the impedances at one contact to spike so high and come back 10. To avoid any further side effects they continued data collection for stimulation at contact 10 at 2.0 v for the rest of the session with the lead impedance at all contacts checked again and appearing within range for all contacts including 9. The patient's ins was turned off at the end of the session. The patient is travelling to (B)(6) for a session (2c) on (B)(6) 2017 and as such it was suggested that contact 9 not be used, with the other contacts noted as fine. The hcp used a threshold of 4.5 v for contact 1 and 2.0 v for contact 2. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3387-28, lot# va1dbve, implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the health care professional (hcp) reported that high lead impedances soon after deep brain stimulation (dbs) surgery was not unusual. The patient had not experienced any falls or traumas. At the patient¿s next visit, lead impedance was checked for all contacts and impedances were found to have returned to normal levels.